Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to into the hospital on (B)(6) 2021. Customer stated they were not feeling good for 2 days and blood glucose was at 374 mg/dl. Customer¿s current blood glucose level was 390 mg/dl. Customer reported symptoms such as nausea and abdominal pain related to high blood glucose level. Customer stated that the auto mode feature was not active at the time of high blood glucose event the device will not be returned for analysis.